Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited fracture. Subsequently, a lead revision procedure was scheduled for april 10th. This device remains in service. No adverse patient effects were reported.